Manufacturer narrative:
This report is submitted on may 22, 2019. (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to an infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, may 22, 2019.